Manufacturer narrative:
This report was filed on the incorrect medical device. The correct report is being filed under manufacturer's report number 1628664-2019-00172, for the correct likely cause, architect i2000sr analyzer, list 03m74-02, serial (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect b-hcg result of 762.02 iu/l (sid: (B)(6)). Retesting was performed and the result was <1.2iu/l. Retesting of the initial sample was also performed and the result was <1.2iu/l. There was no negative impact to patient management.